Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a faulty lower display. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component code, investigation conclusion), h10 additional information: e1(event site telephone:(B)(6). It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) had faulty lower display. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and confirmed reported issue of faulty lower display. Fse replaced touchscreen assembly. Device passed all performance and safety tests according to factory specifications. Device was returned to customer for use. The defective components were received for further investigation. This part was received with a reported unit failure message of faulty lower display. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing department observed that the display screen was damaged above right corner once unit turned on. The failure analysis and testing department verified the failure message of faulty lower display. Touchscreen failed testing. Retaining touchscreen in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.